Manufacturer narrative:
Philips service replaced the control module and tsm bracket assembly, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that collimator shutters intermittently closed, causing limited view on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.